Event description:
End user states her son was injured due to lacerations on his calves from the padding of the leg rests sliding away from the metal support beam.

Manufacturer narrative:
MDR decision date: (B)(4). No serious injury alleged. Malfunction alleged. End user states her son was injured due to lacerations on his calves from the padding of the leg rests sliding away from the metal support beam.